Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. . Unique identifier (UDI) #: n/a.

Event description:
It was reported that the device was found to be fractured. No patient involvement reported at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device identified repeated signs of use and the dovetail feature compressed and fractured on the medial side. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation of fracturing for this type of device determined the root cause to be bending/torsional loading on the device, due to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.